Event description:
It was reported that the patient elected to have the lead capped during a device replacement procedure for normal battery depletion. No malfunctions were noted. The patient was in stable condition post procedure.